Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
New information received indicates that this lead was explanted and replaced without incident. The lead is not expected to be returned for evaluation.

Event description:
New information received indicates that during a recent follow up appointment, the impedances on this rv lead were still high. There was no evidence of noise nor could any noise be reproduced with isometrics and pocket manipulation. High output pacing was performed with no changes in impedances. An x-ray was unremarkable. Defibrillation threshold (dft) testing was performed and the device successfully detected and treated the induced arrhythmia. No further intervention is planned and the patient will be monitored. The lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited gradually increasing pacing impedances with current measurements being out-of-range. There was no clear evidence of noise. Boston scientific technical services (ts) recommended performing isometrics while measuring impedances. No adverse patient effects were reported.